Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video colonoscope ec-380fkp. In the event reported the user stated that on oct. 26, before the procedure, the user checked the scope and found that the angulation knob broken, and the distal end had no reaction. There were some dirty at 20-70cm of ift. Similar cases like delay the procedure and adding the risk of cross infection and damaging the organ. After that, the user stopping in doing the procedure for the patient and contacted the engineer to repair. This defect was detected in the operating room before use. There is no adverse event reported with this complaint. No additional information was provided.